Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the jaws of the device could not be closed. The handle was replaced and the firing was started however, it could not be fired on the halfway of squeezing the handle. The device was replaced and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the first reload found no abnormalities. Visual inspection of the second reload noted that reload was partial fired, the jaws were open, and the staple pushers were visible at the 4cm cut line. In addition, the proximal end of the reload adapter was broken. Due to the noted damage on the second reload, functional testing was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.